Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: patient presented with pre-operative diagnosis of adjacent level disease with instability at l3-4 and underwent following procedures: exploration of prior fusion l4-s1 fusion, removal of prior hardware, tlif on left at l3-4 using peek cage packed with rhbmp-2/acs and autologous bone, posterolateral inter transverse fusion on the right at l3-4, l3-4 laminectomy for decompression of nerve roots, placement of new l3 and l4 screws using nuvasive armada system and titanium rods. Indications: patient has had a prior l4-5 and l5-s1 fusion and has developed worsening low back pain as well as anterior thigh pain. Her imaging shows adjacent level stenosis at l3-4. Her flexion/extension x-rays also demonstrate instability at this level. Per operative report: rhbmp-2/acs was packed into the disk space with the autologous bone that was saved from the laminectomy. The graft was further packed with more autologous bone. This was placed into the disk space and countersunk and an 11mm by 26 mm peek graft was placed. Nuvasive screws were placed at l4 and l3.rods were placed on both side. A small piece of rhbmp-2/acs was packed over the lateral aspect between the transverse processes on the right side with the remaining autologous bone. No patient complications were reported. It should be noted that attempted extreme lateral approach for inter body fusion need to be aborted due to nerve monitoring interference.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.